Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted. Investigation found no abnormalities with the needle mechanism that would contribute to the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. In addition, the exposed portion of the soft cannula was found to be kinked and the distal tip was observed to be compressed, however, the timing and cause of the damages could not be determined. During the investigation, the kink and compressed distal tip did not prevent fluid from exiting the soft cannula, and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 432 mg/dl while wearing the pod between 36 and 48 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (leg). As treatment for hyperglycemia, manual injections of insulin were delivered.